Manufacturer narrative:
H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral lower extremity angiogram, a cxi support catheter separated upon removal from another manufacturer¿s sheath. The anatomy was reportedly calcified, and resistance was encountered during insertion/advancement of the catheter; however, it was successful in crossing the calcified lesion. A power injector was not used. Resistance was also encountered upon removal of the catheter, at which point the catheter separated. Reportedly, the catheter separated at a point outside of the patient, once past the sheath¿s valve, while still over the wire guide. Therefore, the physician was able to manually remove the distal portion of the catheter over the wire. The lesion was then treated as intended and the procedure was completed successfully and without delay. There was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.